Event description:
I had a spinal cord stimulator put in on (B)(6) 2025 and a week later developed symptoms of a cerebrospinal fluid leak. After many doctor visits I was diagnosed in (B)(6) 2026 and treated in (B)(6). The csf specialist who treated me said the leak was at the site "where" the leads of the stimulator are attached to my spinal cord. He said I will probably continue to get leaks as long as I have the stimulator. I will be getting it removed. Product details: spinal cord stimulator model s.c.-1232. Serial (B)(6).